Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, the pt reported she received an e4 (occlusion) error on her insulin infusion device. She disconnected from her infusion headset and bolused until insulin came out of the tubing. She was advised to change her headset. The pt declined further troubleshooting as she was currently at work. On f/u with the pt on (B) (6) 2010, she stated she changed her headset and the e4 cleared. She said her blood glucose readings were higher than normal but she could not recall any specific values. She said she noticed the tubing did not click audibly as it normally does but she did not really inspect the infusion set and has discarded it. The pt stated that last night she thinks her infusion headset cannula was kinked and her readings were higher than normal. This morning her readings were in the 200's mg/dl with her normal range being in the 130's mg/dl. She had no symptoms and corrected her readings by changing the headset and bolusing insulin. Her blood glucose is currently within her normal range. She discarded the headset. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.